Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("extreme pain/severe abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), polymenorrhoea ("three menstrual periods every month"), menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (plantiff underwent a partial hysterectomy with device removal.) And surgery. Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, polymenorrhoea, menstrual disorder, urinary tract infection, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, polymenorrhoea, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("extreme pain/severe abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), polymenorrhoea ("three menstrual periods every month"), menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (plaintiff underwent a partial hysterectomy with device removal.) And surgery. Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, polymenorrhoea, menstrual disorder, urinary tract infection, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, polymenorrhoea, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received - new event mental anguish was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abdominal pain ('extreme pain/severe abdominal pain/ abdominal') in an adult female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen) since 2012. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain / dysmenorrhoea"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), polymenorrhoea ("three menstrual periods every month"), menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and plantiff underwent a partial hysterectomy with device removal.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the genital haemorrhage, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, polymenorrhoea, menstrual disorder, urinary tract infection, vaginal haemorrhage, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, polymenorrhoea, post procedural complication, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea,menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : outcome of the events-"pelvic pain, abdominal pain and menorrhagia and dysmenorrhea" were updated to "recovered / resolved", event "post removal complications" added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 24-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent sterilization. Shortly after undergoing procedure, she began to suffer extreme pain, heavy bleeding, severe menstrual pain, severe abdominal pain, severe back pain, depression, fatigue, weight fluctuations, pain during intercourse, severe migraines. On (B)(6) 2016, a partial hysterectomy was done due to extreme pain, but essure was not removed. At the time she underwent this partial hysterectomy, she was in extreme pain and was having approximately three (3) menstrual periods every month. However, even after undergoing a partial hysterectomy, her chronic pain continues to persist. Follow-up received on 13-jul-2016: quality safety evaluation of ptc: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding (regarded as genital bleeding) and extreme pain/severe abdominal pain. A partial hysterectomy was done due to extreme pain, but essure was not removed. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain and genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, as although essure was not removed during the hysterectomy, a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("extreme pain/ severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), polymenorrhoea ("three menstrual periods every month") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (plaintiff underwent a partial hysterectomy with device removal.) And surgery. Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, polymenorrhoea and menstrual disorder outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain, polymenorrhoea and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-oct-2017: new reporters was added and also product start date was updated. New events was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("extreme pain/severe abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), polymenorrhoea ("three menstrual periods every month"), menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (plantiff underwent a partial hysterectomy with device removal.) And surgery. Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, polymenorrhoea, menstrual disorder, urinary tract infection, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, polymenorrhoea, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on(B)(6)2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, urinary tract infection were added. Reporter, patient demographic information, product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.